Manufacturer narrative:
(B)(4). The initially reported device manufacture date, 07/01/2007, is incorrect. The correct device manufacture date is 06/01/2007.

Event description:
During product evaluation by baxter service personnel a colleague infusion pump was discovered with a false air in line alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a false air in line alarm was confirmed by baxter personnel in the pump's event history. However, the cause was not identified. Should additional information become available, a follow-up medwatch will be submitted. A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.